Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right atrial lead was unable to be successfully implanted due to high pacing thresholds, placement difficulty and helix issues. The lead was explanted and replaced. No adverse patient effects.